Event description:
The patient experienced a painful incision and spastic convulsions in the leg. An impedance check revealed that only 4 electrodes were working. The manufacturer's representative was able to reprogram the device using those 4 electrodes to provide the patient with "decent" relief. Approximately one month later, the patient reported that the device was programmed as high as possible, but was intermittently working to provide pain relief and that the device was turning on and off. The patient discussed with the health professional the need to replace or check the leads. No further outcome was reported. Additional information has been requested from the health professional, a follow-up report will be submitted if additional information becomes available.